Event description:
On (B)(6) 2011, a (B)(6) male patient underwent initial endovascular aortic repair. The patient had very narrow bifurcation and they did kissing balloons post procedure same day as graft placement. Due to thrombus in the graft, three days post procedure they placed kissing stents at the limbs in the bifurcation area. There were no endoleaks or issues that same day of case.

Manufacturer narrative:
(B)(4) occlusion is listed in the instructions for use. No product or images were returned to assist with this investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation, however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause can not be determined at this time. We will continue to monitor for similar complaints. Additional action is not required at this time. The risk is insufficient per qera, the rpn remains at an acceptable level as a result of this complaint.